Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal at the uv glue zone; the glass cap distal part is detached and returned; the glass cap exhibits severe devitrification at the output area, and charred detritus adhesion around output area; the heat shrink tubing open end wall integrity is compromised, and exhibits minor scratch marks, and partially erased blue arrow indicator and red octagonal sign. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 21,639 joules and 6:58 minutes "tip broken" was noted. The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient was reported.